Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer reported their implantable neurostimulator (ins) never worked for them. While at the hospital after implant, the patient was in agony, could not move, and vomited everywhere. After implant, the patient's healthcare provider (hcp) did not turn on the ins for two weeks. The patient tried for over six months to get the "thing" right for what the patient needed it for. The patient did not turn on their ins because it did not cover the area they needed it to cover. The patient wound up with almost eight inches of incision and no pain management from their implant. If additional information is received, a follow-up report will be sent.